Event description:
It was reported the pt no longer had stimulation, and was unable to communicate with his ipg using external devices. The sjm rep met with the pt and it was reported the pt could not remember when he had last charged the ipg. Follow up identified the physician replaced the ipg with a non-chargeable version.

Manufacturer narrative:
Results (other) - the complaint was confirmed. As received, the ipg was non-functional. A hole was cut on the ipg can to access the battery terminals. The battery voltage was measured and it was found to be below severely discharged limit. The ipg battery was then charged using an external power source. The ipg was functionally tested on the auto-tester and passed all testing. No excessive current drawn was observed. In the eon dfu it states that "warning: if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.